Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The reason for call was patient said the battery lights on the recharger are scrolling. Reviewed how to reset the device. The issue was not resolved through troubleshooting. A request was sent to the repair department. Patient said they have a surgery on (B)(6) and need the device before then. Patient doesn't have a managing healthcare provider. Sent listings. Patient called back on (B)(6) 2026 saying they received the replacement wireless recharger and needed assistance pairing it to the recharger application. Agent walked patient through successfully pairing wireless recharger and patient was able to start an implant charging session.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the returned wireless recharger (s/n: (B)(6)) revealed that the patient's complaint was confirmed. The device led's scroll continuously and the device is unresponsive. The flash read/write protections bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.